Event description:
Loss of correction on the left knee after devaricating hto 8.5 months postoperatively with radiologically visible screw fracture of the distal 3 screws on the tibia-hto plate in the absence of bony healing of the osteotomy gap and signs of occult hinge-fx takeuchi type 1.

Manufacturer narrative:
The osteosynthesis failure can be attributed to a combination of various factors. It is highly probable that a hinge fracture occurred initially. The osteotomy was performed very distally with a large osteotomy width. This resulted in primary instability, which in all probability led to delayed bone healing. The plate system used is generally not designed for long-term sole load transfer without bony support.